Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc), oversensing, and pacing inhibition on the right atrial (ra) lead. The patient didn't experience asystole. The ra lead was explanted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.